Manufacturer narrative:
The meter involved with this complaint has been returned and evaluated by lifescan product analysis with the following findings: the meter has passed testing with no faults found. However, a secondary issue was found in which the battery was low/dead. If lifescan obtains additional information regarding this complaint, a follow up report will be submitted. At this time, lifescan considers this matter closed. 510(k) # is k053529.

Event description:
On (B)(6) 2011, the lay user/patient contacted lifescan (lfs) alleging that her onetouch ultra2 meter had segments missing. The medical surveillance specialist (mss) spoke to the lay user/patient for follow-up questions on (B)(6) 2011 and obtained/verified the following information. The patient informed the mss that she manages her diabetes with novolog insulin based on a sliding scale 3 times daily before each meal. The patient reported the alleged issue began at 7:00pm on (B)(6) 2011. Due to the alleged issue, the patient confirmed that she administered a low dosage of insulin; however she was not able to recall the amount. The patient confirmed she was feeling shaky, chilly, sweaty, and was incoherent 2 hours after the alleged issue began; which she associated as low blood sugar symptoms. In response to the symptoms, the patient confirmed she chewed about 1 or 2 glucose tablets, but since it did not make her feel any better, she indicated that her son had her drink 4-6 ounces of orange juice with sugar. After the treatment, the patient stated she felt better about an hour later. The patient indicated she did test on her other onetouch ultra2 meter and obtained a reading of "37 mg/dl". At the time of troubleshooting, the cca noted the patient was not a first time user of the subject meter and there was no misused of the meter. Replacement products were sent to the patient. This complaint is being reported because the patient reportedly developed symptoms suggestive of severe hypoglycemia after the alleged meter issue began.